Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D10: concomitants: 3955650 164-13-12 - novation element ro s/o col sz 12. 3948485 170-36-00 - biolox delta femoral head 36mm od, +0mm. 3903016 186-01-52 - integrip cc, cluster 52mm, g2. Pending investigation.

Event description:
As reported via legal documentation a 62 y/o female patient had a left hip replacement on (B)(6) 2015. Approximately 7 years and 7 months after the initial procedure the patient had a left hip revision on (B)(6) 2022 due to pain. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Post procedure diagnosis: failed left total hip arthroplasty. Findings: wear of weightbearing portion of polyethylene liner, inflamed synovium, stable femoral and acetabular components. No complications during the procedure, the patient was positioned supine emerged from anesthesia in stable condition.